Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat the circumflex and obtuse marginal arteries, the turntrac guide wire became caught under the stent strut and the vessel wall. Excessive force was used to remove the turntrac guide wire and the coils became stretched [not separated/detached]. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Additional information: there was no reported damage or movement to the implanted stent when the guide wire was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched coil was confirmed. Additionally, the core was separated but held together by the stretched coils. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the turntrac guide wire became caught under the stent strut and the vessel wall resulting in the reported difficulty to remove. Manipulation of the device using force resulted in the reported stretched coils and ultimately resulted in the noted core detachment. It should be noted the hi-torque turntrac guide wire instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that resistance was noted during removal of the guide wire, this was due to the guide wire being caught under the stent strut and the vessel wall, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.